Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture keeps detaching. The surgery wasn¿t interrupted but competitive product was used instead. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: when did the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? What is the lot number? What is the total number of products involved in this event? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.